Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack around the side of serial number. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial report. The legal manufacturer performed an investigation, and it has been determined there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.